Event description:
As reported by a surgeon: open latarjet in a (B)(6). Flutes on cannulated drill exploded in somewhat hard bone. Destroyed the inferior screw hole. "That&apos;s" the top hat stuck on the drill. Set has no 2nd drill for the other hole. Ended free handing it in with a 6.5 screw old school. Probably should have 2 drills in a set. Need to have a bailout if this happens on your technique guide. Complaint analyst note: a photo of the complaint device was received by mitek confirming the distal tip of the device had broken apart, as had been reported to mitek on (B)(4) 2013, by the sales rep. The complaint device is being returned to mitek for product evaluation. Additional information was received from a mitek sales rep on (B)(4) 2013. The sales rep stated that the complaint device was his and is available to be returned to mitek for evaluation. The complaint device product code is 285300, with lot # 10e2. The procedure date was (B)(6) 2013. The sales rep stated that they were putting the coracoid on the glenoid, had drilled two holes and then the surgeon was drilling the 1st hole for the screw when they heard a weird noise. The surgeon removed the drill bit and found the fluted part broken apart. The surgeon then used a different 3.2 mm drill bit, and a screw and washer from a synthes large frag tray to complete the procedure. The sales rep stated the procedure was delayed for more than one hour. Additional information was received from the sales rep on (B)(4) 2013; he used a 1.6mm k wire when drilling the coracoid. When he was drilling the glenoid, he used the k wire from the laterjet disposable kit.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device was received and evaluated by the npd quality engineering team: ¿it seems that the cannulated drill broke while the surgeon was drilling the first hole in the glenoid. The complaint states that the patient was 26, and that the bone was extremely hard. This drill is a reusable instrument, if there was a crack or internal stress from previous use, excessive downward pressure on the drill could have cause the tip to crack. Also, the drilling occurs over a guidewire, if the surgeon had the drill angled excessively, the guidewire could have bent and the drill tip could have been hitting the guidewire. This would have been felt by the surgeon and would have caused damage to the guidewire, therefore the possibility is a little farfetched. Both possibilities in this email are purely speculation since there is no direct evidence of failure on the product or in the surgical procedure attached.¿ outside of those considerations and speculations, we cannot discern any other root cause for the device¿s condition. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.